Event description:
It was reported that the hoslter is giving green cable error codes and the connection into the control module is unstable. The issue was found prior to a breast biopsy procedure. There has been no pt consequences reported.

Manufacturer narrative:
Date sent: 06/16/2008. Based on the analysis results, this complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was stretched and worn causing the green cable error. To correct this issue the analysis site replaced the green cable. The safety latch was replaced due to it was bent, the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed all testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.